Event description:
A (B)(6) female patient contacted zoll customer support to report the battery charger is alarming that the charger has a problem. A review of the patient's download indicated a battery charger fault on one battery only. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery charger fault) has been confirmed. As received, the battery pack was unable to charge when placed in a charger and unable to power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.